Manufacturer narrative:
An internal biomérieux investigation was initiated for a customer report of a false positive cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit (reference # 22233, lot # 3600972103) and five (5) patients. The customer's strains were not received for this investigation. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Further investigation is not possible. Vitek 2 ast-p580 lot # 3600972103 met final qc release criteria. The lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a false (B)(6) cefoxitin screen (oxsf) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit and five (5) patients. Alternate method testing via kirby-bauer and p2p latex obtained results of "(B)(6)". There was no evidence of repeat testing via ast-p580 card provided by the customer. Strain 158719, oxfs (B)(6), oxacillin tested <=0.25 susceptible, forced to resistant by vitek 2 advanced expert system¿ (aes). There is no indication or report from the laboratory or treating physician that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated. Note: five (5) separate medwatch reports were submitted for this complaint, one for each patient strain. Strain 158719: medwatch 1950204-2019-00211, strain 171561: medwatch 1950204-2019-00212, strain 198161: medwatch 1950204-2019-00213, strain 170385: medwatch 1950204-2019-00214, strain 177883: medwatch 1950204-2019-00215.